Event description:
It was reported by a family member that the patient is deceased, and requested a return mailer so that the device may be returned to the manufacturer for analysis. Further review of the manufacturer's database indicated the patient died approximately eleven months post the device implant. The analysis results were further requested to be sent to the patient's physician. The return mailer was sent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received.